Manufacturer narrative:
The reported defect device has been returned to the MFR. An investigation into the root cause of this incident is currently in progress. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. It was reported the patient is doing well and has suffered no harm or injury due to this event. An investigation into the root cause of this incident is currently in progress. The results of the device eval will be sent via a follow up medwatch.

Event description:
As reported on (B)(6) 2013, a male patient of unk age presented for an endovenous laser treatment of two large saphenous veins. Treatment of the first vein was successfully completed. During treatment of the second vein, the fiber stop on the fiber became detached causing the fiber to extend approx 2cm past the distal tip of the sheath. The reported disposable device was set aside and the procedure was successfully completed with a new of the same device. It was reported the patient is doing well and has suffered no harm or injury due to this event. The reported disposable device has been returned to the MFR for eval.